Manufacturer narrative:
Reporter's phone number: (B)(6).

Event description:
It was reported that there is a power failure. There was reportedly no patient involvement. The manufacturer's authorized field service engineer (fse) evaluated the device and confirmed the reported problem. Upon conclusion of the evaluation, it was determined that this was a malfunction of the ac power module kit for which a part was replaced and the device returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time.